Event description:
It was reported that the PICC was inserted in the (B)(6) yr/old male pt on (B)(6) 2011 in the critical care unit. The pt had tpn running through the brown lumen of the PICC, however, it was temporarily disconnected overnight. When reconnecting the next morning, the clinician found when flushing and aspirating blood from the white lumen, the flush and blood were present in the brown lumen showing they were somehow connected. As a result, the line was removed and replaced with a new PICC. There was no delay and the pt was not injured, however, the pt outcome is unk.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.